Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose, dka and was hospitalized in intensive care unit in. Hospitalization was on (B)(6) 2013. Customer's blood glucose reading at the time of hospitalization was 1100 mg/dl. Caller stated that the customer was incoherent and throwing up. Caller stated that the customer lost his insulin pump a few days before hospitalization. Nothing further was reported.